Manufacturer narrative:
The investigation into the reported high purge pressure was completed. The device was not returned for evaluation. The data logs were reviewed and show a gradual increase in purge pressure leading to high purge pressure alarms. The logs also show the purge pressure decreasing as the tpa began to work. The root cause of the high purge pressure was most likely biomaterial as tpa was able to resolve the issue. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that a 68-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced high purge pressure within three hours of support. Tissue plasminogen activator (tpa) was added to the purge which was successful in increasing the purge flow and decreasing purge pressure. Of note, the patient was reported to have a pre-existing history of severe clotting issues pre-insertion. There were no reports of harm to the patient.

Event description:
It was reported prior to the tissue plasminogen activator (tpa) being added to the purge, the patient was decompensating with the pump having intermittent suction alarms with persistent purge pressure high alarms. After the tpa protocol resolved the high purge pressure alarms, the patient was asystolic. It was noted the patient's care was withdrawn and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-04110 was provided.